Event description:
It was reported by service report that the retaining post assembly was broken. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Retaining post assembly.